Event description:
It was reported that the issue was with one of the foleys trays that did not contain a cap on the syringe and most of the sterile water leaked out. The foley catheter kit opened and 10cc syringe with sterile water had no cap and only had 3cc in syringe. The kit seemed untampered with from the outside packaging.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review is not required because labeling could not have prevented the reported failure. The device history record review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issue was with one of the foley trays that did not contain a cap on the syringe and most of the sterile water leaked out. The foley catheter kit opened and 10cc syringe with sterile water had no cap and only had 3cc in syringe. The kit seemed untampered with from the outside packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.